Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 56mm abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. During follow up a CT noted that due to disease progression and neck dilatation the device migrated down approximately 1cm. There was no endoleak noted due to the migration. The physician performed an intervention where an endurant cuff 36x36x49 was added successfully. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).